Manufacturer narrative:
(B)(4). G2: foreign - event occurred in netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip procedure on an unknown date, and postoperative radiographs suggested that an oversized acetabular liner had been implanted. The implanted liner was identified as belonging to an affected lot under an ongoing field action, and appropriate follow-up was planned. Subsequently, the hospital reviewed recent cases and inventory for additional products from the same affected lot and none were found. There were no reports of intraoperative difficulties or environmental factors contributing to the event. The patient had not undergone a revision at the time of the report, and there was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. It was later identified a commingle occurred during manufacturing for the bearing. The root cause of the reported issue is attributed to a manufacturing deficiency. Multiple complaints were identified that involved a 46mm bearing and a 44mm bearing that did not measure to the size listed on the box they were packaged in. They are related due to the fact that both lots are manufactured at warsaw west, of the same part family, and manufactured at the same time. Corrective actions were initiated as a result of the investigation of this event (commingle). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.